Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause was not reported. Treatment for the event was not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information; b2, b3, b5, b6, b7 and h6. B5: the patient was diagnosed of bacterial peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. The patient was hospitalized five days after onset and was treated with ceftazidime (1 gr, intraperitoneally (ip)/daily during the first day and later 1812.5 mg/daily ip and vancomycin 1 gr ip/daily during the first day and later 217 mg/daily ip both treatments for five days catheter was withdrawn and the patient was started on hemodialysis (hd)). The patient was treated with gentamycin 8(0mg/48 hours) and vancomycin (500mg/48 hours) both after hd treatment, for twenty- eight days. The patient was also treated with fluconazole (100mg orally). Fifteen days after hospitalization, the patient was discharged and is recovering. Should additional relevant information become available, a supplemental report will be submitted.